Event description:
The customer contacted baxter's technical service center regarding a system error 2267 alarm, which occurred on the homechoice (hc). The home patient (hp) stated the heater bag became disconnected and leaked solution. Then the hp had disconnected from the machine and felt discomfort in their abdomen and turned the machine off. The baxter technical service representative (tsr) explained the alarm and advised the hp to contact the nurse. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. This writer made repeated unsuccessful attempts with the home patient (hp) at acquiring additional information. If any additional information should become available, this complaint will be updated accordingly. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint is for a system error 2267 during use is confirmed because the home patient stated the heater bag became disconnected and leaked solution, which is a known cause of this type of alarm. The cause is loose connection. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.